Manufacturer narrative:
The visual inspection and the photographic evidence provided by the arjo representative confirmed that the track detached from the mounting points. This ceiling installation was assembled by the third party company in february 2019. Following device evaluation results provided by the 3rd party company, the wrong type of the nut was used to fastened the track bracket to the threaded rod, which supports the track. 3/8" regular nut was used, not 3/8" stover nut as specified by the manufacturer. This caused that the track detached over time. The track installation guide (001-11161) instructs step by step how to assemble the ceiling installation and describes which components to use. The ceiling installation will be repaired by the 3rd party company and tested before will be released for further use. To conclude, arjo device failed to meet its performance specification since the track detached. The device was not used for a patient transfer when the failure occurred. The complaint decided to be reportable due to track detachment that fell on the employee. The employee sustained serious injury.

Manufacturer narrative:
The device will be evaluated by the 3rd party company responsible for servicing this ceiling installation system. The results of the investigation will be provided to the follow-up report.

Event description:
Arjo was informed about the incident involving the arjo kwiktrak x-y rail installation and voyager duo ceiling lift. The kwiktrack x-y rail installation consists of two fixed tracks and the mobile track that moves together with the ceiling lift. Following information provided by the facility staff, the fixed track detached from two mounting points and fell together with the mobile track on the facility employee. It hit the employee's head and caused laceration requiring stitches. This event occurred after patient transfer, when the patient was seated in the wheelchair.